Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause for the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device, when hooked up to equipment, causes the screen to turn black when the down button is pressed on the scope. The event was found during inspection for use, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.